Manufacturer narrative:
(B)(4). Concomitant medical product: biomet arcom 3 peg/post catalog # unknown lot # unknown, biomet fixed I-beam catalog # unknown lot # unknown, unknown vanguard femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-06103.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent a manipulation due to unknown reason.

Manufacturer narrative:
(B)(4). Was re-checked in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the manipulation did not work as the patient was experiencing pain, stiffness, and swelling. The surgeon revised the patient's poly due to arthrofibrosis about 3 months after experiencing their symptoms.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided however the images were not submitted as the surgeon documents the reason for the patient's pain, swelling, and stiffness as the result of arthrofibrosis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to arthrofibrosis, stiffness, and swelling approximately three months post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.